Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported ventilator inoperable (vent inop). The reported issue was corrected after replacing the turbine. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.